Manufacturer narrative:
Sections with additional information as of 25-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 22 mg/dl using true metrix go meter and 40 mg/dl using another device; tests were performed fasting on morning of call. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. At the time of the call, the customer was currently in the hospital. Husband stated he had called 911 that morning when the customer had obtained the result of 22 mg/dl. Husband did not report customer was experiencing low blood glucose symptoms at the time. The paramedics had arrived and performed a blood test using their meter and obtained the result of 40 mg/dl. Customer was transported to the hospital and diagnosed with hypoglycemia. Husband stated customer is currently in a room for observation and being treated for hypoglycemia. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room and living room. The test strip lot manufacturer¿s expiration date is 01/21/2023 and test strips were opened three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).